Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked between the inner and outer bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the blood runs between the outer and inner tubes during the collection."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tnt leaks with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and tnt leaks was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leaked between the inner and outer bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes during use. The following information was provided by the initial reporter, translated from dutch to english: "the blood runs between the outer and inner tubes during the collection."